Event description:
The 0.014" filterwire embolic protection system was used in a carotid artery intervention as part of a stent placement procedure. The physician accidently pulled the deployed filterwire into the stent and the filter loop was caught. The physician pulled on the filterwire with sufficient force to detach the filter loop/filter bag assembly off the filterwire protection wire. The pt was sent to surgery. The surgery was successful and the pt was reportedly in good condition.